Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high thresholds and a high, undefined impedance. The rv lead was capped and replaced. It was also reported that during the rv lead replacement, as the physician attempted to reconnect the patient's atrial lead to their cardiac resynchronization therapy defibrillator (crt-d), the physician was unable to set the screwdriver into the setscrew. The crt-d was also replaced. No patient complications have been reported as a result of this event.